Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6) device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the zig of an expert asian femoral nail (a2fn) got misaligned. Due to this, the hip screw was missing the nail. The zig was reassembled many times to ensure proper insertion, but it failed every time. Then the hip screw was inserted using free hand technique. It delayed completion of operation by forty-five to sixty (45 to 60) minutes. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 03.010.350, aim-arm f/a2fn, lot number 3476983). The subject device was received with a damaged m8 thread. During the manufacturing investigation, a functional test was performed. The aiming arm passed the functional test without reference to the reported issue. No misalignment of the aiming arm was found as described in the complaint description. The m8 thread, where the connection screw is mounted, did not pass the test. The aiming arm arrived with a mounted, immovable connection screw which was not aligned to the thread center line. The m8 thread of the aiming arm is heavily damaged. This damage occurs when applying high force on the connection screw, which is indicating a mishandling during use. For the function test the aiming arm must be screwed down on the function gage. The connection screw could only be mounted properly by applying high force due to the damaged thread. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Op report and x-ray are reportedly not available as incident happened during surgery. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.